Event description:
It was reported that the device is showing inaccurate reading of volume. No patient injury was reported.

Manufacturer narrative:
No discrepancies were detected on samples during visual inspection. The samples passed the accuracy test. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).